Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07apr2020.

Event description:
The customer reported a blower stalled. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the blower stalled alarm. The fse replaced the blower assembly and the problem was resolved.

Manufacturer narrative:
G4: 16jul2020. B4: 17jul2020. The replaced blower assembly was returned for failure analysis. It was determined that the blower stalled occurred due to internal obstruction of the rotor movement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.